Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch lancing device. The patient reported difficulty inserting and/or removing the lancet(s). The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unwilling to answer additional questions during a follow-up attempt. The patient informed the cca that the alleged lancing device issue began 2 weeks prior to contacting lfs. The patient stated she manages her diabetes with oral medication(s); however, it is not known if she made any changes to her usual diabetes management regimen due to the lancing device issue she was experiencing. The patient claimed she developed symptoms of sweating and "blacked out" on an unspecified date after the alleged lancing device issue. The patient reported treating herself with food and/or drink. At the time of troubleshooting, the cca noted that the lancing device was new and the alleged issue was resolved with training. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged lancing device issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.